Manufacturer narrative:
Device evaluated by manufacturer updated. System analysis/service repair in the field was performed on april 14, 2016. The replaced top cover was received at the manufacturer on may 06, 2016. The top cover s/n (B)(4) was sent to the supplier.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. System analysis/service repair in the field was performed on april 14, 2016. The replaced top cover was received at the manufacturer on may 06, 2016.

Event description:
It was reported that upon start up, the console would not go past first screen; only please wait. Patient present with anesthesia administered. The procedure was completed using an alternate procedure (turp). There was no injury to patient reported.

Manufacturer narrative:
System analysis/service repair: the reported error message "please wait" was verified and it was determined to be due to a faulty top cover; top cover replaced; laser was tested and verified to meet specification. At this time, the top cover has not been returned for evaluation.

Manufacturer narrative:
System analysis/service repair in the field was performed on april 14, 2016. The replaced top cover was received at the manufacturer on may 06, 2016. The top cover s/n (B)(4) was sent to the supplier. Product evaluation: the top cover s/n (B)(4) evaluation was completed on july 20, 2016 and was received back at the manufacturer on august 22, 2016. The supplier analysis report noted "at startup would not go past first screen: only please wait was noted." The power up on lcd was noted to be normal and no problem found. Unit was upgraded to ams- (B)(4). The top cover was reprogrammed and tested three times. The top cover passed the standard production test. Probable root cause: based on supplier analysis report, the probable root cause was determined to be no problem found.